Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to remove the suture include, but are not limited to, suture tangles due to user not completing full stroke of plunger withdrawal or attempted to retrieve the suture prior to parking foot. Factors that may contribute suture malposition, include, but are not limited to, interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
D4: partial UDI number is provided as the lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a left atrial appendage closure (laac) using a prostyle device. Reportedly, there was resistance noted when retrieving the sutures after needle deployment. The whole suture came out with the knot intact. The use of prostyle devices and the pre-close technique were abandoned. The sheath was upsized to a large bore sheath and the laac procedure was completed. Hemostasis was achieved with a figure of 8 suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.